Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei (B)(4), has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The device was received for analysis. Completed on (B)(6) 2018 by mb design-related issues: the design of the humeral liner impactor has been in the field since 2006. Exactech has received 11 similar complaint reports involving 15 impactor tips since 2008. Because the humeral liner impactor tip is used in reverse total shoulder surgeries, sales data for humeral liners was used to calculate an approximate complaint occurrence rate of <0.5%. This is considered "very low" according to the frequency of occurrence ranking scale. The design of this instrument has since been updated. Refer to (B)(4). Mfg-related issues: exactech has not received any other complaints involving parts from this manufacturing lot, which has been in the field since 2007. This instrument was manufactured prior to the design being updated. Therefore, this issue does not appear to be manufacturing-related. A review of the risk management report (rmr) was conducted to ensure the risk was included and the occurrence is below the threshold. The rmr for this humeral liner impactor tip, 750-2005-021-rmr (B)(4), was reviewed. The risk is captured in 17. Most likely cause: the broken impactor tip reported in experience (B)(6) was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation and ultimate fracture of the device. The design has since been updated. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. This event did not lead to patient adverse event, it was reported that no pieces were left in the patient. An investigation was conducted; the broken impactor tip reported was likely the result of a stress riser introduced during impaction, which led to crack initiation, propagation and ultimate fracture of the device. The design has since been updated.

Event description:
It was reported from the us that the surgeon was impacting the humeral liner into the humeral tray in the usual and customary manner. On the first strike of the mallet, the impactor tip broke into two parts. It was reported that no pieces were left in the patient. The issue was resolved by using the 42 mm impactor head. It was impacted once and confirmed that the implant was properly seated. The agent was present at surgery with no adverse event to the patient. Multiple attempts have been made for additional information. No additional information was provided by the contacts related to this event. No additional attempts will be made for information regarding this event.